Manufacturer narrative:
Additional information: there were difficulties encountered when removing the device from the patient's vasculature. The shaft of the stent cracked while removing it back. The problems happened while crossing the lesion and also while removing the stent on distal shaft. No intervention was performed to remove the device. The stent was removed normally with no extra force used. The procedure was completed with an onyx trucor drug eluting stent. Initial reporter phone number. Correction: while they are crossing the calcification, the struts of the stent ruptured/deformed. Annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the placement of the resolute integrity drug eluting stent, the stent could not pass the lesion, the stent struts ruptured, and there were problems withdrawing the stent. The device was not inspected prior to use. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and no excessive force used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device returned for evaluation with a sheath and stylette loaded, which was removed with no issues. The hypotube was kinked. Deformation was evident to the mid and distal stent wraps however it was not fractured. The stent wraps were stretched distally over the tip. No deformation was noted to the tip. Additional information: the stent lost it own shape while removing it. There were no issues noted with the onyx trucor drug eluting stent used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.